Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective image sensor unit, or the failure of the video connector caused the event. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the endoeye flex deflectable videoscope displayed a b30 (scope communication) error. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled device unit, b30 (scope communication) error occurred. In addition, there was no scope identification data due to breakage of circuit board. The adhesive on bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.